Manufacturer narrative:
Additional information received indicating that no injury resulted. The eight-year-old battery (voltage breaks down under load) is defective, replaced. Micromotor smr116912, contra-angle 29048 (2011) and foot control 39010 have no defects. The power adapter was not included. Function test without error.

Manufacturer narrative:
There has been a previous report received where stalling has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803 please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply (B)(4). The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a silver reciproc motor was suddenly stopping. The event outcome is unknown as of this MDR evaluation.